Event description:
It was reported that the health care professional was unable to get the implantable neurostimulator (ins) turned off with either the programmer and antenna or just the programmer. It was noted that the reporter needed to turn the stimulation off for a pre-admission electrocardiogram (EKG) because they were getting artifact. The status lights were assessed and all the lights stayed on despite the new battery. It was noted that stimulation was unable to be adjusted. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v005244, implanted: (B)(6) 2006, product type: lead. (B)(4).